Manufacturer narrative:
(B)(4). Ziv6-35-125-6.0-120-ptx stent of lot number c778568 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including hypertension, hypercholesterolemia, diabetes (type ii) and was a previous smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. (B)(4). Ziv6-35-125-6.0-120-ptx stent of lot number c778568 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including hypertension, hypercholesterolemia, diabetes (type ii) and was a previous smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Right leg. (B)(6) 2012: ziv6-35-125-6.0-120-ptx / c778568 x 2 + ziv6-35-125-7.0-120-ptx / c777751 x 1 were placed from the right sfa to pop. Artery above the knee. Either (B)(6) 2015 or (B)(6) 2015: restenosis at +/- 5mm of the ptx stent(s) was confirmed. (The rpn or lot number of the re-stenosed device(s) cannot be determined.) Either (B)(6) 2015 or (B)(6) 2015: pta was performed. Either (B)(6) 2015 or (B)(6) 2015: the patient recovered. Left leg. (B)(6) 2012: ziv6-35-125-6.0-120-ptx / c778924 x 1 + ziv6-35-125-6.0-120-ptx / c778569 1 + ziv6-35-125-6.0-60-ptx / c777742 were placed in the left sfa. Either (B)(6) 2015 or (B)(6) 2015: pta was performed. Either (B)(6) 2015 or (B)(6) 2015: the patient recovered. As six zilver ptx stents are suspected as involved in this complaint a separate report has been submitted for each suspect device. This report relates to one zilver ptx device of lot # c778568 that is indwelling in the patients right leg. Reference also related reports 3001845648-2015-00273, 3001845648-2015-00275, 3001845648-2015-00276, 3001845648-2015-00277 and 3001845648-2015-00278.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. Ziv6-35-125-6.0-120-ptx stent of lot number c778568 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including hypertension, hypercholesterolemia, diabetes (type ii) and was a previous smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of additional information which confirmed this patient received additional treatment on only one date of event on his left leg/right leg. The initial information submitted was based upon information received indicating additional treatment had been carried out on two separate dates of event on both legs. To clarify this report relates to the additional treatment that was carried out on the patients right leg - this treatment was carried out on the (B)(6) 2015. Update to event description only - no changes to investigation conclusions submitted in initial report. Updated event description as follows: <right leg> on (B)(6) 2012: ziv6-35-125-6.0-120-ptx / c778568 x 2 + ziv6-35-125-7.0-120-ptx / c777751 x 1 were placed from the right sfa to pop. Artery above the knee. On (B)(6) 2015: restenosis at +/- 5mm of the ptx stent(s) was confirmed. (The rpn or lot number of the re-stenosed device(s) cannot be determined.) On (B)(6) 2015: pta was performed. On (B)(6) 2015: the patient recovered. <left leg> on (B)(6) 2012: ziv6-35-125-6.0-120-ptx / c778924 x 1 + ziv6-35-125-6.0-120-ptx / c778569 1 + ziv6-35-125-6.0-60-ptx / c777742 were placed in the left sfa. On (B)(6) 2015: restenosis at +/- 5mm of the ptx stent(s) was confirmed. (The rpn or lot number of the re-stenosed device(s) cannot be determined.) On (B)(6) 2015: pta was performed. On (B)(6) 2015: the patient recovered. As the stenosed device cannot be determined on either leg a separate report has been submitted for each suspect device. Reference also related reports # 3001845648-2016-00006, 3001845648-2016-00007, 3001845648-2016-00005, 3001845648-2015-00273 & 3001845648-2015-00275.